Event description:
It was reported that during a right renal procedure, the herculink stent began to deploy until the stent dislodged. The stent dislodged in the iliac. The guiding sheath was removed and an omnilink was advanced bare back (without a guiding sheath). The stent would not advance past the herculink and also dislodged in the iliac. A guiding sheath was advanced and both stents were apposed to the vessel wall using a second omnilink through a 7fr sheath. The procedure was then aborted. There was also a lesion in the left iliac that was treated with the second omnilink. The patient is reported to be doing fine. No additional information available.

Manufacturer narrative:
The lot history record (lhr) was reviewed. There are no non-conforming material reports (nmrs) associated with this lot number.